Manufacturer narrative:
Investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: clinical reported placement signal low alarms. The data logs confirm alarms. Right before alarm occurrence, there was a spike in placement signal with sudden decrease in snr and a variation in contrast. There was also a slight decrease in purge flow and an increase in pump flow with no p-level change at this instant. Pump was set to p-8. There were 2 brief suction events lasting less than 3 minutes during placement signal low event. Other 5s parameters remained stable. Rt log analysis showed periodic dips in placement signal below trigger threshold of 30mmhg. Low snr remained for about 7 hours before recovering to previous values. No characterized pump failure patterns were observed. There were no position related alarms. Limited clinical information was provided on patient condition or clinical events during alarms. The cause of the issue was not established as limited clinical information was provided and no product was returned for analysis. Device history lot: device lot : 1920394. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was transferred from another facility while supported with a percutaneous mechanical circulatory support device. The transport was uneventful, and upon arrival the patient was moved to the bed without incident. All device waveforms appeared appropriate, flows were normal, and no active alarms were present. During the transition of the console connections, the arterial inlet cable was disconnected and reconnected, followed by the purge cassette. When the nurse attempted to disconnect the arterial inlet cable by twisting it, she was instructed to pull it straight out. After reconnection, the pump was restarted; however, suction events occurred and the waveforms resembled electrical interference. The nurse was instructed to ensure the arterial inlet cable was fully seated, which it was. The clinical support center was contacted and advised disconnecting and reconnecting the cable again, but this did not correct the issue. Device position was verified by echocardiography. The pump was increased to performance level six in an attempt to resolve the suction. Approximately one hour after the cable transition, the waveforms returned to normal and suction events resolved, including at higher flow settings.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 54 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was in the ICU on support with the cp. On day 3 of support, hematuria was reported. Urinary output was greater than 30 cc/hr and noted to be concentrated/amber. There had been purge system low alarms overnight. The device was explanted. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
B1 product problem, b5 clinical rationale, d4 UDI information and h6 health effect - clinical code e0303, was inadvertently omitted on the initial manufacturer device report.